Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned by the medical facility.

Manufacturer narrative:
This event was previously reported. See MFR. Report number: 3006630150-2019-06239.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.